Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The investigation showed that the process described in the complaint occurred because the user did not remove a previously damaged OEM accessory (part from original manufacturer which is not from siemens) from circulation and continued to use it despite visible damage. Siemens instructions for use provide sufficient information on how to proceed if parts are damaged. According to expert opinion, the aforementioned previous damage was probably caused by a collision with the OEM part. The siemens instructions for use sufficiently describes that the operator must always pay attention to objects located in the system movement area when moving. This clearly has to be avoided. This event is due to carelessness of the operator and the fact that the damaged radiation protection had continued to be used. The customer bought a new shield from the company mavig (not from siemens). The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. The user reported that the radiation protection shield dropped down. At this time, it is not known if this occurred during a procedure. We are unaware of any impact to the state of health of any user or patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.